Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)

Event description:
The customer contact reported an electrical shock. The customer contact indicated that while the anesthetist was "cupping" the docking station and gemstar pump, an electric shock to the hand was reported. There were no reported adverse effects to the anesthetist. No medical interventions were reported. Though requested, no additional information was provided.